Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there was no air / water leakage found. The device evaluation found that the adhesive around the objective lens was peeled. Additional findings include the following: the indication on the video plug section was not correct, the video connector case had a scratch / crack, the video connector had a scratch / crack, the protector of the video cable section had a scratch, the video cable had a scratch, the light guide cover glass had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide connector had a scratch, the right / left lever had a scratch, the forceps elevator lever had a scratch, the right / left plate had a scratch, switch 1 had a scratch, the grip had a scratch, the control unit had a scratch, the adhesive on the bending section cover had a chip / scratch, the angulation lever had a scratch, and water tightness was lost due to a pinhole in the universal cord. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling on the objective lens was caused by stress of repeated use, external factors, or handling of the device; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3: preparation and inspection, section 3.3 inspection of the endoscope 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a tip air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.